Event description:
It was reported that the procedure was to treat a pseudoaneurysm located in the right coronary artery that measured 6 and had thick plaque with 40% narrowing. The 4.0x19 mm graftmaster covered stent was deployed at 16 atmospheres and post dilatation was performed. At this time, intravascular ultrasound (ivus) revealed that the plaque diameters were not felt to be adequate. The patient also had slow flow and obvious clot. After thrombectomy was performed there was an improvement in flow and resolution of the clot. Ivus images noted the need for additional post dilatation over the distal to mid to proximal ends of the deployed stent. Ivus showed good apposition of the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of ischemia and thrombosis are known adverse events as listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.